Event description:
The customer contacted baxter's service center regarding a check heater line alarm, which occurred on the homechoice (hc) during fill 1. The home patient (hp) stated that she disconnected the heater bag and then the solution was coming out. The technical service representative (tsr) explained that since she disconnected the bag, she would have to end therapy and setup with new supplies. The tsr assisted with ending therapy on the cycler. The hc was okay. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the home patient on (B)(6) 2012. She stated that after starting over with new supplies, therapy went well. She stated that she had reconnected the bag to the line after taking it off. She stated that the tsr reviewed proper procedures with her and she now understood the contamination risk. Therapy since has been going well and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product during the fill stage, where the home patient stated that she had reconnected the bag to the line after taking it off. This complaint is confirmed because reconnecting disconnected solution bags is a use error that can cause contamination. The cause is undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.